Event description:
Believed the polyethylene component was properly seated intraoperatively. Postoperatively, the polyethylene was found to have disengaged, indicating a potential issue with component engagement or assembly.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.